Manufacturer narrative:
Submit date: 10/04/2017.

Event description:
The customer states that the enteral feeding pump did not have sound. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no sound. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Recertification passed. Unit cleaned and ready for use. If information is provided in the future, a supplemental report will be issued.